Event description:
Boston scientific received information that an out of range high shock impedance measurements on the right ventricular (rv) lead. During a review of daily measurements, the first out of range measurement was observed back in july. Since then intermittently in the dailies with fluctuating impedances. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Additional information was received that the out of range shock impedance was observed during a routine hospital check, not during a commanded shock. There were no adverse patient effects. A chest x-ray was recommended to be performed, however there has been no report that this has occured as of this date. The lead remains implanted at this time with no reported intervention.